Manufacturer narrative:
Result of investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The investigation of the returned product revealed chip formation at the thread, which confirmed the customer complaint. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device is too hard to recline no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).